Event description:
Customer reported the insulin pump went into threshold suspend. She woke up and blood glucose was 46 mg/dl, went to get coffee and it went up to 61 mg/dl. Then she checked blood glucose and it was 219 mg/dl. Customer was advised what to avoid and how to properly calibrate the device. She stated she hasn't noticed any bent cannulas on previous sensors. Customer declined further troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.